Event description:
Went to the hospital with new onset atrial fibrillation with rapid ventricular response. Ended up having a chest CT which showed pneumonia and a lung mass on one lung. Repeat CT on (B)(6) 2021 showed multiple lung nodules on both lungs. FDA safety report ID# (B)(4).